Event description:
Health professional reported after injection with juvederm ultra xc into the nasolabial folds and lips, patient's "lips swelled up very badly". Patient was treated with benadryl and a decadron injection; symptoms resolved two days after symptoms first appeared.

Manufacturer narrative:
Medwatch sent to FDA on 06/10/2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.